Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two samples from the same patient and a troponin I free sample processed using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. The most likely assignable cause for the higher than expected vitros results is analyzer related, as the pre-service within-run precision test generated unacceptable results. The ortho field engineer replaced the evaporation cover, incubator shuttle weight and the luminometer shutter followed by necessary adjustments. Acceptable within run precision results were obtained after service actions were complete, indicating that the vitros eciq immunodiagnostic system was returned to expected performance. No historical quality control data was provided and therefore, a vitros troponin I reagent issue cannot be completely ruled out as a contributing factor. In addition, pre-analytical sample handling cannot be ruled out as a potential contributing factor to the event as it could not be confirmed the samples were processed in accordance with the sample collection device manufacture recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from two samples from the same patient and a troponin I free sample using vitros troponin I es reagent in combination with a vitros eciq immunodiagnostics system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result from patient a sample 1 was reported from the laboratory; however, the result was questioned by the physician and sample testing was repeated. The laboratory issued a corrected report for the patient a sample 1. The higher than expected troponin I es results from patient a sample 2 and the troponin I free sample were not reported from the laboratory. There were no allegations of patient harm as a result of the event. (B)(4).